Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced stoma site discharge and stoma site redness. The patient was treated with saline 2 times daily and gauze changes 3-4 times daily. On (B)(6) 2017, the patient experienced stoma site pain and an increase in stoma site redness and stoma site discharge. On (B)(6) 2017, the patient was evaluated by the treating physician who prescribed 500mg of oral ceclor tablets, bid for ten days and gauze changes, 2-3 times daily. On (B)(6) 2017, it was reported that the stoma site redness and stoma site discharge improved and the stoma site pain resolved.